Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified probably during central processing. The prograsp forceps issue was related to physical damage at the distal end. No fragments fell inside the patient. The jaws were not stuck shut or in a closed position at the time of the failure. There was no need to remove the instrument with the cannula. No images were available for review. The instrument is observed with a frayed cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.